Manufacturer narrative:
A lot history could not be performed as the lot number is unk. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. Based upon the available info the definitive root cause for this complaint is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent dislodged during insertion into the 6f sheath. Another balloon expandable stent was used to perform the procedure. There was no patient involvement.